Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that a zebra guidewire was intended for use during a urological surgery performed on (B)(6) 2025. Upon unpacking, it was found that the device was fractured. The procedure was completed with another device of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.